Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device did not work was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device safety ring dropped, had component damage, the upper trigger was caught, sticky trigger, and the device will not run/does not work. It was further determined that the device failed pretest for general condition, check for sticky triggers, check the function of the device, and check the power with the power test bench. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation update: upon further evaluation, it was found that additional failures were observed. It was noted that the small battery drive device had missing components and moving parts of the trigger of the device were not moving smoothly. The assignable root cause of this condition was determined to be traced to component failure due to normal wear (faulty parts). This information does not change the reportability of the complaint and will remain a reportable malfunction. Correction: d9: the date returned to manufacturer was documented as april 18, 2022 on the initial report. This date has been updated to april 12, 2022.